Event description:
Information was received indicating that a smiths medical cadd administration set was found to be leaking in two separate lines. There was leakage in the tubing right below the filter. The infant was being treated by home hospital at home and they discontinued using tubings from the same lot. There were no reported adverse events.